Manufacturer narrative:
Device MFR dates: monitor - 9/06, battery pack - 9/06, battery pack - 9/06. Device eval summary: device evaluation of the returned equipment have been completed. The reported problem was confirmed. The cause of the inability to boot up the monitor with either battery pack was a damaged battery connector within monitor. The alignment tabs on the connector were bent preventing the battery pack connector from mating properly. In addition battery pack had damage to its connector. The root cause of the damaged connector cannot be positively identified. The most likely scenario is the connector on second battery pack had been damaged, perhaps from a fall onto a hard surface. When the damaged battery pack was forced into the monitor the connector alignment tabs were bent. First battery pack was undamaged and passed all functional tests. No adverse event resulted from the damaged monitor. The pt received a replacement monitor and set of battery packs.

Event description:
A male pt contacted lifecor customer support to report that when he swapped his battery today, the new battery would not boot the monitor. Support had the pt try his second battery pack and the original again, neither would start the monitor. The pt's monitor and battery packs were replaced.